Event description:
It was reported that the event occurred while in the vascular operating room during removal. A bard life stent 6x100 was introduced, with high friction into the 6 fr super arrow-flex introducer via femoral. After the stent dropping, it was impossible to remove the sheath of the bard stent. As a result, when using force to remove the complete system, the introducer broke and the guide unraveled. Patient complications from the clinical consequence: another femoral puncture was needed, it caused a moderate inguinal hematoma for the patient. There was no report of patient death or injury. No medical/ surgical intervention was required. There was no delay or interruption in therapy noted. The patient outcome is unknown.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.